Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator non-malignant pain. It was reported that ins battery went dead and wouldn¿t recharge. The patient reported a loss of therapy. The patient reported that the ins was replaced, and they haven¿t had trouble since.